Manufacturer narrative:
H3: product analysis of the device found that the channel 1 was not responding and the clip on the back side was deformed. H3: product analysis of product ID: 8253002, serial/lot #: 2nr3-3310/212572953 found that there was no fault found. H6: code of fdr d20 is applicable for product ID: 8253002, serial/lot #: 2nr3-3310/212572953. H6: previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim 3.0 had interface power failure (no.1). There was no known patient impact.

Manufacturer narrative:
H3: product analysis of the device found that there was no fault identified. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253002, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Additional code of img g02030 is applicable for product ID: 8253002, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim 3.0 had interface power failure. There was no known patient impact.